Event description:
It was reported that there was a high pressure alarm.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Front panel and battery holder was damaged. The technician replaced damaged battery holder, installed new battery, hooked device to oxygen (o2) supply and turned on device. The reported issue was confirmed. Device failed to alert when high pressure was present. The root cause of the reported issue was found to be faulty main alarm printed circuit board (pcb).. The technician replaced faulty main alarm pcb.

Event description:
Additional information received on (B)(6) 2021 indicated that this event occurred during pre-use of the device. No patient was involved.